Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl and treated with a manual injection. Customer had a problem with quick set at the end of last week. Customer declined to troubleshoot for the bent cannulas. Customer states she already went through the troubleshoot when she called on thursday. Customer did not wish to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.